Manufacturer narrative:
No product was returned. A review of the device history record was not possible since the lot number was unavailable. Based on the info received, the cause of the reported incident could not be conclusively determined. The angio-seal instructions for use (IFU) state that if collagen deposition into the artery or thrombosis at the puncture site is suspected, the diagnosis can be confirmed by duplex ultrasound. Treatment of this may include thrombolysis, percutaneous thrombectomy, or surgical intervention. The angio-seal instructions for use (IFU) state that based on clinical experience, thrombosis at the puncture site is a risk or situation associated with the use of the angio-seal device or vascular access procedures, if thrombus at the puncture site is suspected, the diagnosis can be confirmed by duplex ultrasound. Treatment of this event may include thrombolysis, percutaneous thrombectomy, or surgical intervention. The angio-seal instruction for use (IFU) warns that failure to maintain tension on the suture while advancing the collagen could cause the collagen to enter the artery. A training record was not found for the physician. The angio-seal device instruction for use (IFU) cautions that the angio-seal device is to be used only by a licensed physician (or other health care professional authorized by or under the direction of such physician) possessing adequate instruction in the use of the device, e.g. Participation in an angio-seal physician instruction program or equivalent.

Event description:
It was reported that a 6f angio-seal vip was selected for use following a coronary angiogram. It was later discovered that the angio-seal was deployed intra-arterially, causing thrombosis of the common femoral artery. Surgery was performed to remove the angio-seal. The surgery was successful and the pt is reportedly okay.